Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the balloon and was stuck in the lesion. The dislodged stent was pulled out of the lesion. No patient complications were reported and patient's status was stable.